Manufacturer narrative:
Device evaluation summary :during preventive maintenance by service technician this bio-console 560 instrument had back-up batteries that were depleted and did not charge to the minimum required voltage. The issue was resolved by replacing the batteries x 2. Preventive maintenance was completed per specifications. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had back-up batteries that were depleted and did not charge to the minimum required voltage. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the batteries had not yet reached their expected lifespan. Batteries were replaced because they could no longer reach their minimum required voltage during charging.